Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was over 600 mg/dl and they treated with insulin pump. Customer reported that the insulin pump had motor error alarm and no delivery alarm. Troubleshooting was done for motor error alarm. Drive support cap was normal. Customer was able to clear the alarm and able to rewind insulin pump. Customer did displacement test and it was successful and motor error did not recur. Customer declined to troubleshooting for no delivery alarm and said they were familiar with no delivery alerts and will change out infusion set. Customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for analysis.